Event description:
During a standard treatment with an electrical dental handpiece on tooth #13 and #14, a patient received a burn on cheek with the size of a dime. Dentist does not recall whether he gave the patient any medication for the burn. Patient is healing without any further medical care, yet.

Manufacturer narrative:
The analysis of the product did show that the head of the handpiece has a dent at the back cap. This causes the back cap to stick in putting pressure on the bearings causing the head and the back cap to heat up. Even without the pressure, the bearings are running gritty and out of specification and head heats up. By following the user instruction the burn would be prevented. Reported due to the 2 year presumption rule.